Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while walking, with blood glucose decreasing from 91 mg/dl to readings in the 50¿60 mg/dl range, after which the user self-treated with glucose tablets and later returned to 113 mg/dl; the user does not announce meals and does not eat dinner. Symptoms included hypoglycemia. Outcomes included resolution of low blood glucose after self-treatment and no hospitalization. Investigation included complaint intake, triage, and user education on troubleshooting and use of the ilet system and alerts. Investigation of this case revealed no confirmed device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.